Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the haptic broke and the lens was removed and replaced with the same procedure by enlarging the incision and stiches at the end of the operation. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device is returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. A broken haptic is caught by its tip between the plunger and the nozzle wall. The rest of the haptic is outside of the nozzle tip facing upwards. The plunger is fully advanced out of the nozzle tip and its advanced under the haptic. The remaining intraocular lens (iol) is not returned. Photo shows implanted iol. Tip of the haptic is adhered to the optic surface. No damage can be observed. The root cause for the broken haptic could not be determined. A broken haptic is observed to be caught by its tip between the plunger and the nozzle wall. The plunger is fully advanced out of the nozzle tip and its advanced under the haptic. The plunger position in relation to the broken haptic during advancement cannot be determined. The reported complaint is lacking in relevant information such as viscoelastic used. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).